Manufacturer narrative:
(B)(4) date sent: 2/9/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a open hartman resection cdh29 stapler firing mechanism was not achieved when doctor press the button but the green tick was illuminated but no sound of a motto sequence was heard orange margin was showing at the right margin. The surgeon had to open the and remove the device complete from the patient still the green checkmark showing the firing sequence was complete. 5min delayed and new device of the same size was open no complication or trauma to the tissue second device worked perfectly. Procedure was completed successfully and no patient consequences were reported. None on intra-op patient send to recovery room not yet further reported.